Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("migration of essure device location of device: into the intestinal wall (moving towards the intestinal wall)migration of essure device location of device: into the intestinal wall (moving towards the intestinal wall)/ perforation: intestines"), fallopian tube perforation ("perforation fallopian tubes") and pelvic pain ("pelvic pain /left side pain") in a 34-year-old female patient who had essure (batch no. 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety (not recovered prior to essure), depression (not recovered prior to essure), gastric bypass in (B)(6) 2009, obesity, gout and arthritis. Concurrent conditions included asthma, menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included baclofen since 2009, clonazepam since 2009, fexofenadine (allegra) from 2008 to 2011, gabapentin since 2009, sertraline from 2009 to 2012, tramadol since 2009 and vicodin (norco) since 2009. In 2008, the patient started flonase at an unspecified dose and frequency. In (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss/ a lot of my hair were falling out"). In (B)(6) 2010, the patient experienced toothache ("dental fillings were falling out and my teeth started to hurt"), dental restoration failure ("dental fillings were falling out and my teeth started to hurt") and tooth loss ("lost all but 6 of my teeth within 7 years"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine pain ("uterine pain") and adnexa uteri pain ("right tubal pain"). On (B)(6) 2014, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced urinary tract infection ("uti frequently"). On an unknown date, the patient experienced depression ("increased depression"), anxiety ("increased anxiety"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anaemia ("anemic"), abdominal pain lower ("pain in left and right side lower abdomen / lower abdomen") and back pain ("back hurt"). The patient was treated with medroxyprogesterone acetate (depo-provera), estrogens conjugated (premarin), surgery (hysterectomy with bilateral salpingectomy on (B)(6)2014, . Essure was removed on (B)(6) 2014. At the time of the report, the intestinal perforation, fallopian tube perforation, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, toothache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, dental restoration failure, tooth loss, anaemia, uterine pain, adnexa uteri pain and back pain outcome was unknown, the fatigue and abdominal pain lower had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anaemia, anxiety, back pain, dental restoration failure, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, intestinal perforation, menorrhagia, pelvic pain, tooth loss, toothache, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: the number of expanded coils that appeared trailing into the left fallopian tube was 9. And in the right fallopian tube was 3. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2014: anemic hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion pregnancy test urine - on (B)(6) 2014: negative ultrasound pelvis - on (B)(6) 2014: there is no indication of pelvic mass medical background current weight 303 lbs. Approximate weight at the time of essure placement 205 lbs. (B)(6) 2014 ultrasound pelvis :there is no indication of pelvic mass. Increased echogenicity is demonstrated in the uterus in pattern consistent with the history given by the patient of placement of bilateral essure devices. (B)(6) 2014 surgical pathology report : cornual fallopian tubes - metal coils, bilateral concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :vaginal haemorrhage, menorrhagia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received. Added new reporters. Added patient's date of birth, ethnicity and height. Added relevant lab data and medical history. Updated essure's therapy dates. Added indication and batch number (740652).added events: intestinal perforation, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue , weight increased , alopecia , tooth loss , dental restoration failure, toothache, anaemia , uterine pain, adnexa uteri pain, abdominal pain lower, back pain. Perforation updated fallopian tube perforation. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("migration of essure device location of device: into the intestinal wall (moving towards the intestinal wall)migration of essure device location of device: into the intestinal wall (moving towards the intestinal wall)/ perforation: intestines"), fallopian tube perforation ("perforation fallopian tubes") and pelvic pain ("pelvic pain /left side pain") in a 34-year-old female patient who had essure (batch no. 740652) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety (not recovered prior to essure), depression (not recovered prior to essure), gastric bypass in march 2009, obesity, gout and arthritis. Concurrent conditions included asthma, menometrorrhagia and dysfunctional uterine bleeding. Concomitant products included baclofen since 2009, clonazepam since 2009, fexofenadine (allegra) from 2008 to 2011, gabapentin since 2009, sertraline from 2009 to 2012, tramadol since 2009 and vicodin (norco) since 2009. In 2008, the patient started flonase at an unspecified dose and frequency. In september 2010, the patient had essure inserted. In september 2010, the patient experienced fatigue ("fatigue"). In october 2010, the patient experienced alopecia ("hair loss/ a lot of my hair were falling out"). In december 2010, the patient experienced toothache ("dental fillings were falling out and my teeth started to hurt"), dental restoration failure ("dental fillings were falling out and my teeth started to hurt") and tooth loss ("lost all but 6 of my teeth within 7 years"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine pain ("uterine pain") and adnexa uteri pain ("right tubal pain"). On (B)(6) 2014, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In august 2017, the patient experienced urinary tract infection ("uti frequently"). On an unknown date, the patient experienced depression ("increased depression"), anxiety ("increased anxiety"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), anaemia ("anemic"), abdominal pain lower ("pain in left and right side lower abdomen / lower abdomen") and back pain ("back hurt"). The patient was treated with medroxyprogesterone acetate (depo-provera), estrogens conjugated (premarin), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014 and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014. Essure was removed on (B)(6) 2014. At the time of the report, the gastrointestinal injury, fallopian tube perforation, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, depression, anxiety, toothache, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, dental restoration failure, tooth loss, anaemia, uterine pain, adnexa uteri pain and back pain outcome was unknown, the fatigue and abdominal pain lower had resolved and the alopecia was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, alopecia, anaemia, anxiety, back pain, dental restoration failure, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal injury, menorrhagia, pelvic pain, tooth loss, toothache, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: the number of expanded coils that appeared trailing into the left fallopian tube was 9. And in the right fallopian tube was 3. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - in 2014: anemic hysterosalpingogram - in december 2010: total bilateral occlusion pregnancy test urine - on 12-may-2014: negative ultrasound pelvis - on 16-may-2014: there is no indication of pelvic mass medical background current weight 303 lbs. Approximate weight at the time of essure placement 205 lbs. 16-may-2014 ultrasound pelvis :there is no indication of pelvic mass. Increased echogenicity is demonstrated in the uterus in pattern consistent with the history given by the patient of placement of bilateral essure devices. 24-jul-2014 surgical pathology report : cornual fallopian tubes - metal coils, bilateral. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records :vaginal haemorrhage, menorrhagia, pelvic pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.